Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a bm occurred. The sensor was inserted into the abdomen on (B)(6) 2018. A follow up to be submitted on completion of the device investigation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and found that there was no damage to the needle. The reported event of a broken needle was not confirmed. A probable cause could not be determined.